Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported that the patient developed pneumonia in the valve-treated lobe requiring hospitalization, intravenous (IV) antibiotics. Patient with new 2-day history of worsening shortness of breath and productive cough presented to the emergency department (ed). In the ed, patient was febrile to 101.7°f, tachycardic up to 195 bpm with electrocardiogram (EKG) concerning for atrial fibrillation with rapid ventricular rate (rvr), improved with fluid bolus and IV magnesium. The patient was on a 3¿4 l/min nasal cannula, saturating 94¿95%. The patient also was treated with ceftriaxone (ctx)/azithromycin in the ed. As of the date of this reporting, the adverse event has resolved, and the patient's condition is stable following discharge from the hospital. The physician indicated that the event was related to the devices but not the procedure. This report is 2 of 4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.